Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead on stored electrograms (egm). It was also reported that the patient experienced an infection. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.